Event description:
It was reported that the insulin pump alarmed motor error during bolus/basal. Customer's blood glucose reading was 222 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device will be returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. Insulin pump was unable to verify for alarms in insulin pump history due to over written history. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.